Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer who stated there was no speaker inop present. The rse ordered the customer a speaker replacement to resolve their issue. A good faith effort (gfe) response could not confirm if the unit has returned to working specification as the customer took responsibility for servicing the unit and they have not contacted philips. Based on the information available, the cause of the reported problem was confirmed to be the speaker assembly. The reported problem was confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
D4: product UDI: the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the unit did not produce sound. The device was not in use on a patient at the time of event, there was no adverse event reported.